Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report# 3005099803-2015-01719 and #3005099803-2015-01461 for the other associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used during a stent placement procedure in the bronchus performed on (B)(6) 2015. According to the complainant, during the procedure, the first stent (the subject of MFR. Report# 3005099803-2015-01719) was placed in position and was able to be fully deployed. However, the delivery catheter could not be removed through the stent and on further pulling, the stent was pulled out along with the delivery system. A second stent (the subject of MFR. Report# 3005099803-2015-01461) was placed in position and the physician started deploying the stent. When the stent was half deployed it could not be released any further. The second stent was removed partially deployed and the procedure was completed with a third ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) catheter difficult to remove. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
An ultraflex tracheobronchial stent delivery system with the deployment suture was received for evaluation; the stent was not returned. A visual examination of the returned device components noted that the shaft was bent along its distal end, the deployment suture was exiting the exit port and hub. The pullring was detached from the deployment suture. It was noted that the silastic tubing had moved distally along the shaft so it was partially over the tip. No issues were noted with the profile of the tip. Device analysis noted no issues with the returned device components which could contribute to the complaint incident. The stent was not returned, so it cannot be determined if there were any issues with its profile. The cause of the reported catheter removal difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report# 3005099803-2015-01719 and #3005099803-2015-01461 for the other associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used during a stent placement procedure in the bronchus performed on (B)(6) 2015. According to the complainant, during the procedure, the first stent (the subject of MFR. Report# 3005099803-2015-01719) was placed in position and was able to be fully deployed. However, the delivery catheter could not be removed through the stent and on further pulling, the stent was pulled out along with the delivery system. A second stent (the subject of MFR. Report# 3005099803-2015-01461) was placed in position and the physician started deploying the stent. When the stent was half deployed it could not be released any further. The second stent was removed partially deployed and the procedure was completed with a third ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.